Event description:
Customer reported that a pt had a ph procedure done on (B) (6) 2009, and the pt called back complaining that the suspected capsule is still attached to the esophagus. Pt was feeling a tugging sensation. The doctor instructed for the pt to come in to have an x-ray. The pt stated that he was feeling very uncomfortable. Pt did have an x-ray done and it showed that the capsule was still present after distal third portion of the esophagus.

Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that an ultraflex tracheobronchial stent was used during a stent placement in the main trachea performed on (B) (6) 2010. According to the complainant, during the procedure, the physician successfully dilated the stricture with a balloon to 15mm prior to stent placement. There were no issues with the radial force of the stent; the stent fully expanded once it was deployed. Approximately 5-10 minutes after the stent was implanted, the patient's pulse oximeter levels dropped from 100 spo2 to 65 spo2. The patient could not breathe. The physician went back in with a scope and it appeared that the stent was occluding her airway and had collapsed. At this time, the anesthesiologist attempted to intubate the patient. The endotracheal tube could not be passed through the stent because the very proximal part of the device including the [retention] suture loops were shut. No attempts were made to dilate the stent. The physician then placed the endotracheal tube over the stent. The device was removed 5-10 minutes after stent implantation with biopsy forceps. After the stent was removed, the patient's trachea appeared to be wide open and she was breathing perfectly fine. The physician decided that no stent was needed. The patient was reported to be in stable condition at the conclusion of this procedure with no complications. Further clinical follow up indicates that the patient was in a car accident in (B) (6) 2008; however, the tracheal stenosis was not a result of the car accident. The patient has been on a ventilator since her auto accident in (B) (6) 2008. The patient was admitted to the hospital on (B) (6) 2010 and released on (B) (6) 2010. The patient's hospitalization was not prolonged as a result of this event.

Event description:
A customer contacted baxter's technical service center to report feeling overfilled. The home patient (hp) stated she was in drain 4 of 5 and drained out 800mls. She then did a manual drain and drained out 4088mls. The hp's fill volume was 2300mls. This drain volume and fill volume meet the criteria for an increased intra peritoneal volume (iipv) event. The technical service representative (tsr) asked the hp if she connected to the home choice (hc) machine and the hp stated she was not. The tsr asked if the hp still felt overfilled and the hp stated she did not since she drained out the 4088mls. The hp stated she felt like she had some solution in her, but did not use a manual bag to drain more. The hp asked if she should use more heparin. The tsr advised the hp to contact her nurse regarding heparin. The hp would call back for any programming assistance. Product surveillance contacted the home patient's (hp) nurse regarding the hp's draining issues. The nurse stated the issue has been resolved. The hp's catheter is functioning properly, per the nurse. The nurse did not believe the hp's draining issue had anything to do with the machine.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery

Manufacturer narrative:
Evaluation summary: the customer's reported condition of an increased intra peritoneal volume (iipv) was evaluated by the product analysis lab (pal). The pal did not confirm any failure or malfunction of the device that could have caused or contributed to the reported problem. The most probable cause was determined to be insufficient drain, false empty detect and use error, inappropriate bypass of the low drain volume alarm & insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device was routed to the service area. The initial medwatch was submitted prior to receiving the results of evaluation. Based on the results of the evaluation, this complaint is no longer reportable, therefore the initial medwatch did not need to be sent. CAPA is currently open for the reportable malfunction of overdelivery.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of an increased intra peritoneal volume (iipv) was evaluated by the product analysis lab (pal). The pal did not confirm any failure or malfunction of the device that could have caused or contributed to the reported problem. The most probable cause was determined to be insufficient drain / false empty detect and use error. There was an inappropriate bypass of a caution: negative ultra filtration alarm, insufficient drain / false empty detect and use error, inappropriate bypass of the low drain volume alarm and insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device was routed to the service area. The initial medwatch was submitted prior to receiving the results of evaluation. Based on the results of the evaluation, this complaint is no longer reportable, therefore the initial medwatch did not need to be sent.